Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product: unknown tibial tray. Unknown articular surface. Cobalt g-hv bone cement 40g, item#: 402283, lot#: unknown. G2: mw5178921. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) - femur.

Event description:
It was reported that a patient is experiencing pain and arthralgia after undergoing total knee arthroplasty. The patient later learned the bone cement used during the procedure had been subject to a recall. The patient experienced pain at the implant site and diffuse joint pain involving the shoulders, wrists, finger joints, ankles, and toes. There is no additional information available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.